Event description:
During a remote follow-up, episodes of noise resulting in oversensing was observed on the right ventricular (rv) channel of the device. Myopotentials were the suspected cause of the noise. No intervention has been performed and the patient was stable and will continue to be monitored.